Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome. Patient stated that once she walked through a metal door frame when she had the stimulation off and when she walked through, it turned on full strength all by itself and knocked her down to her knees. Patient reported it was so high. Patient stated this was probably about 5 years after she got it and sometime before 1998. No further complications were reported/anticipated.